Manufacturer narrative:
Follow up #1 submitted: 07/08/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: review of the black box data revealed records of call service alarms. There were no power on reset events in the black box data. On investigation, the pump powered on normally with operable auditory and vibratory functions. The display remained blank when the pump powered on. The pump was opened for investigation and revealed a single component failure on the printed circuit board that caused the display screen failure. The display screen and power circuit were found to be intact without damage.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump has lost power. The reporter confirmed there were no audible tones and no vibratory function, and the display screen was blank. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.